Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Scientific abstracts: 14th annual complex cardiovascular catheters therapeutics (c3): advanced endovascular & coronary intervention global summit. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with a stable angina grade 3 for a pci procedure. The patient had three vessel disease. The lad had significant stenosis. The om1 had a chronic total occlusion and the rca had 2 critical stenosis in the proximal-mid parts. The lesion was pre-dilated. A 3.5x38mm resolute integrity device was implanted in the rca to cover 2 critical stenoses and entrance to the subsequent aneurysm. An additional 3.5x16mm non medtronic stent was used to seal the aneurysm fully. The procedure was completed successfully and the patient was discharged on lifelong dapt. After two and a half asymptomatic years, the patient stopped dapt treatment and suffered inferior mi. Coronary angiography showed a totally occluded rca stent which was successfully recanalized with a new des implanted inside a covered stent-graft. 8 months later, the patient was still asymptomatic.